Manufacturer narrative:
(B)(4).

Event description:
The customer began to question patient results for ise indirect na and ci for gen.2 because the anion gap was negative. The customer stated that "at least" 5 patients were affected and "a couple" of patient results were reported outside of the laboratory. The customer stated that the internal standard was replaced on (B)(6) 2017 and more questionable results were obtained. The customer provided an example for 1 patient sample and the results for na and cl were erroneous. The erroneous results were reported outside of the laboratory. The initial na result was 125 mmol/l. The repeat result was 140 mmol/l. The initial cl result was 127 mmol/l. The repeat result was 101 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The lot numbers and expiration dates for the na and cl electrodes were not provided. The na, k and cl cartridges had been changed on (B)(6) 2017. The reference cartridge had been changed on (B)(6) 2017. The field service engineer (fse) visited the customer site and found a small salt bridge/leak under the reference electrode. The fse replaced a seal for the reference electrode and reseated the electrode. Calibration, quality controls, precision tests and an ise check were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.